Event description:
It was reported the patient was implanted the day of report and they had an overstimulation sensation. It was stated the patient¿s stimulation was causing their big toe to ¿curl up like a charlie horse.¿ it was noted this happened following their implant. Reportedly, the patient adjusted their stimulation down to 1.2 volts. It was later reported when the patient came home after their implant they were on program 1 at 1.4 volts and the stimulation reacted their left toe. It was noted that as the medication wore off they could feel more stimulation sensation. On (B)(6) 2012, the patient¿s stimulation feeling was bad and there was discomfort in the left groin radiating to the inside of the entire leg and down and their left toe would go under the other toe. That day, the patient turned their stimulation down to 0.3 volts on program 1 and they were still having sensation in their vagina. It was stated the patient had heavy pressure in their left labia which felt like constant pinching or pulling like a needle being scratched. It was noted the patient had burning also and this was all on their left side. The patient stated their left labia seemed bigger than the other side. It was noted at the time of report, the patient did not have pain in their left groin and no pain going to the bathroom. The patient stated they were up two times the night prior to report and had no accidents. Additional information stated the manufacturer representative changed the patient¿s setting and it alleviated their discomfort associated with the stimulation. It was noted the patient said it was comfortable. It was reported the patient complained of heaviness in their vaginal area, but when they turned the stimulation off, they still felt the heaviness. The patient admitted that the feeling was not affected by having the device on or off. It was later reported the patient never had therapeutic effect and had a loss of bladder control. It was noted the patient had to decrease their stimulation because once their medication wore off their toes and their left foot were uncontrollable. It was noted the patient ended up going back for reprogramming on (B)(6)2012 and the manufacturer representative ended up reprogramming all 4 programs and showed the patient how to switch different programs. Reportedly, the patient tried all four programs and they felt the stimulation in their left foot, toe, down their left leg and on the left side of the vaginal area between the clitoris and vagina. It was stated the patient was not getting any therapeutic effect and they felt they were urinating as frequently as they did before they got the implantable neurostimulator (ins). The patient stated when they turned their stimulation up, it was irritating and the stimulation felt the same on all four programs. The patient had tried each program for a week at a time. It was stated the patient did notice a difference in their symptoms during the trial and it even helped their pain in their hips. It was noted the patient did not understand why their stimulation was in their foot and that is supposed to help their incontinence and frequency. It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. It was noted the patient saw their doctor on (B)(6) 2012 for reprogramming and their next appointment was schedule for (B)(6)2013. It was stated the patient continued to have frequent urination. Additional information stated the patient was last seen at their doctor¿s office on (B)(6) 2013. It was noted the patient never had therapeutic effect and they had been reprogrammed at least 3 times in the past however they needed another programming session. It was later reported, the patient¿s first implant was not relieving them at all and their healthcare provider thought maybe the implantable neurostimulator (ins) was not put in the right area and they did a second implant on the right side. The patient stated the first implant was ¿too hard that went down to her toes in a week or two weeks.¿

Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but have not sought further help.

Event description:
It was later reported the patient had their lead revised after having "the same problem" with their first device.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va02a9p, implanted: (B)(6) 2012, product type: lead.